Manufacturer narrative:
Reporter name: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 around 1400 by ems after a family member called an ambulance when they found the patient at home in poor health. The patient presented to the emergency room in somnolent condition with the pump running at approximately 1.6 lpm. Log files showed a pump stop on (B)(6) 2021 around 0610. On (B)(6) 2021 in the morning, the patient was awake and responsive, map was 70-80 mmhg, the patient received a volume substitution during the night. There was concern for an outflow graft obstruction. A revision surgery was planned for (B)(6) 2021 due to ther persistent low flow alarms with an unclear outflow graft status, but before the surgery, the flow suddenly increased to around 3 lpm and the revision surgery was cancelled. The patient was noted to be in the intensive care unit with close monitoring. A computerized tomography (CT) scan was performed. Results are still pending. Damage to the pump cable layer was noticed on (B)(6) 2021. The pump cable had rescue tape from a past repair. Another repair was done on 20jul. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the depletion of the 14v lithium-ion batteries and backup battery, leading to a pump stop of indeterminate length. Analysis of the file also confirmed low flow events; a cause for these low flows could not be confirmed. Finally, damage to the jacket of the pump cable and discoloration of the pump cable inline connector bend relief were confirmed via evaluation of the submitted images. The submitted log files showed a pump stop on (B)(6) 2021 that appeared to be due to the external batteries, followed by the system controller's backup battery draining completely over several hours. The pump restarted without issue once charged batteries were connected to the system controller. Persistent low flow alarms were also noted throughout the duration of the files. The pump appeared to function as intended at the set speed. The submitted images confirmed jacket damage at the terminus of the pump cable bend relief, as well as brown discoloration to the bend relief. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate 3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including flow. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and to contact the manufacturer if pi values near or above 10 are observed. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module (pm) or mobile power unit (mpu) for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. This section also instructs the user to check the driveline daily for signs of damage, and contains information on caring for the driveline: ¿wipe off any dirt or grime that may appear. If necessary, use a towel with soap and warm water to gently clean the driveline,¿ but never submerge the driveline in liquid. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 8, "equipment storage and care" (under "cleaning the driveline") states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged lithium ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains cleaning instructions for the driveline, including instructions to clean off any dirt or grime and to use a towel with mild dish soap and warm water to clean it if necessary, but never to fully submerge the driveline. It also instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. This section also outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This section also includes detailed instructions on connecting and disconnecting to power under ¿guidelines for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the computer tomography revealed no obstruction in the outflow graft. The patient was stable throughout the hospital stay and was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the depletion of the 14v lithium-ion batteries and backup battery, leading to a pump stop of indeterminate length. Analysis of the file also confirmed low flow events; a cause for these low flows could not be confirmed. Finally, damage to the jacket of the pump cable and discoloration of the pump cable inline connector bend relief were confirmed via evaluation of the submitted images. The submitted log files showed a pump stop on 12jul2021 that appeared to be due to the external batteries, followed by the system controller's backup battery draining completely over several hours. The pump restarted without issue once charged batteries were connected to the system controller. Persistent low flow alarms were also noted throughout the duration of the files. The pump appeared to function as intended at the set speed. The submitted images confirmed jacket damage at the terminus of the pump cable bend relief, as well as brown discoloration to the bend relief. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including flow. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and to contact the manufacturer if pi values near or above 10 are observed. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module (pm) or mobile power unit (mpu) for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. This section also instructs the user to check the driveline daily for signs of damage, and contains information on caring for the driveline: ¿wipe off any dirt or grime that may appear. If necessary, use a towel with soap and warm water to gently clean the driveline,¿ but never submerge the driveline in liquid. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 8, "equipment storage and care" (under "cleaning the driveline") states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged lithium ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains cleaning instructions for the driveline, including instructions to clean off any dirt or grime and to use a towel with mild dish soap and warm water to clean it if necessary, but never to fully submerge the driveline. It also instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. This section also outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This section also includes detailed instructions on connecting and disconnecting to power under ¿guidelines for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.